Manufacturer narrative:
Concomitant products: monoject 60ml syringe; therapy date: (B)(6) 2015. Monoject 12ml syringe; therapy date: (B)(6) 2015. The customer¿s report of channel disconnect errors was confirmed. A review of the pcu error log, an error code 358.2000.0 (comm_failure) was recorded on (B)(6) 2015 at 8:25 am. There were no other malfunctions recorded on the date of the event date. A review of the pcu event log recorded 3 channel disconnects on (B)(6) 2015 at 2:02 pm, 2:04 pm and 2:06 pm. The pcu and attached devices were channeled off and removed on (B)(6) 2015 at 2:06 pm. Visual inspection of the pcu and syringe module observed dried fluid residue on the iui connectors. Testing was performed; the channel disconnect was recreated twice; both times manipulation was done between the pcu and syringe module s/n: (B)(4). The channel disconnects is believed to be attributed to dried fluid residue found on the pcu¿s right side iui (male) and syringe module s/n: (B)(4) left side iui (female). The root cause for the reported channel disconnect is attributed to dried fluid residue on the male iui connector of the pcu and female iui connector of the syringe module.

Event description:
The customer reported: "channel disconnect 3 times, turned off infusion and infusion in channel d." No further details are available.